Event description:
Home patient (hp) reports excess air infused into peritoneal cavity during treatment on homechoice device. Hp reports that hp does not always check fluid level in pt line tubing of homechoice set during prime, prior to connecting self to homechoice device. Rn reports she was not aware of incident, however notes that hp was given a chest x-ray due to shoulder pain noted by hp. Rn reports x-ray did not confirm presence of air in the peritoneum. Rn reports no pt injury or medical intervention required as a result of incident.